Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm as well as customer reported reservoir plunger or o rings hard to move. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by reservoir change. The device will not be returned for analysis.